Manufacturer narrative:
(B)(4). PMA 510(k): similar to device under 510(k): k063619. (B)(4). Summary of investigational findings: used tds returned to aid the investigation. Examination of tds delivery wire found thread intact and manufactured according to specifications. It is plausible that the coil was prematurely released due to unintentionally rotation of the delivery wire during placement of the coil, or too large a gap between the thread of the delivery wire and the coil during loading procedure. However, coil was not returned and with the limited amount of information available, it is not possible to determine the exact root cause of this event. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: coil has prematurely detached itself from the support system, coil got detached before it was placed. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.